Event description:
It was reported via medwatch 5113264 that guidewire tip detachment occurred. A 035/180 (bx/5) amplatz super stiff guidewire was used for a vascular case. However, during withdrawal, the tip of the guidewire pulled off and was loose in the groin. The detached tip was located, and x-ray confirmed that no further pieces of guidewire was retained.